Manufacturer narrative:
No unexpected slow anomalies noted during testing. All buttons functioned properly, however button error alarmed after boot up due to corroded keypad traces noted during visual inspection. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received a button error alarm that they were unable to clear. The customer's blood glucose was unknown. Customer stated they were unable to bolus and the escape button was not functional. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.